Manufacturer narrative:
Investigation summary no product samples, pictures, or videos were received for investigation. However the complaint can be confirmed based on lot history review. The probable cause is related to a molding error that could lead to crushed spikes on the claves of the secondary port. The lot history was reviewed and the following nonconformity was identified: qa found several misaligned spikes while bracketing for bad slits on part# 67-2068, lot 13785988, ncmr 23985. The lot 13785988 used the spikes (part# r1-15562, lot# 13659755 ) which might cause the misaligned spikes. B1 qa also found window and tip flash on the spike. Total spikes quantity 600,000 units, including 50 totes at 12,000 units per tote." This could lead to a crushed spike that causes inability to infuse.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch was found to have air in the line and no flow of an unspecified medication. The report stated that at the top port of the intravenous (IV) plum set (blue port where secondary is placed), has a malfunction in the plastic valve, causing air and the chemo or secondary drug to not infuse, requiring a re-set of the entire line with new primary tubing. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.